Manufacturer narrative:
The device still remains implanted and in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The previous device interrogation showed the estimated battery longevity had approximately 8.5 years remaining. A copy of device memory was saved and submitted to technical services (ts) for further review. A ts consultant discussed that the power consumption is increasing in a gradual fashion. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: this device still remains implanted and in service. Technical services provided a new replacement window. The replacement interval runs until (B)(6) 2023. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The previous device interrogation showed the estimated battery longevity had approximately 8.5 years remaining. A copy of device memory was saved and submitted to technical services (ts) for further review. A ts consultant discussed that the power consumption is increasing in a gradual fashion. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The device still remains implanted and in service. This investigation will be updated should further information be provided. Additional information was received indicating the device was explanted, replaced and returned for analysis. Please reference report number 2124215-2024-50838 for the analysis results.

Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The previous device interrogation showed the estimated battery longevity had approximately 8.5 years remaining. A copy of device memory was saved and submitted to technical services (ts) for further review. A ts consultant discussed that the power consumption is increasing in a gradual fashion. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.